Event description:
It was reported by service report that the stretcher had a broken weld on the patient right side rail where the locking spindle attaches to the litter frame. No patient involvement or adverse consequences were reported.